Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the filter fractured two years and two months post implantation. The filter is also reported to be embedded. The patient also reports to have had subsequent deep vein thrombosis (dvt), blood clots, clotting and occlusion of the inferior vena cava (ivc) and to be suffering from anxiety. Although the device was reported to be unable to be retrieved, there have been no known recorded attempts to remove the filter. When it was discovered the filter was fractured, the patient had presented with abdominal pain and leg swelling. The patient was diagnosed with extensive lower extremity dvt, chronic occlusion of the common iliac veins and ivc caudal to the filter and multiple retroperitoneal collateral veins within the pelvis and lower abdomen. The patient underwent recanalization of the occluded right iliac vein, which reconstituted caval flow at the filter level, primarily from large lumbar collaterals. According to the medical records, the indication for the procedure was recurrent lower extremity dvt and coagulopathy. The filter was successfully deployed under fluoroscopic guidance in the infrarenal ivc. The patient tolerated the index procedure well with no reported complications. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for the procedure was recurrent lower extremity deep vein thrombosis (dvt) and coagulopathy. The filter was successfully deployed under fluoroscopic guidance in the infrarenal ivc. The patient tolerated the index procedure well with no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter fracture and fractured struts being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required in extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile from (ppf), the filter fractured two years and two months post implantation. The filter is also reported to be embedded. The patient also reports to have had subsequent deep vein thrombosis (dvt), blood clots, clotting and occlusion of the inferior vena cava (ivc) and to be suffering from anxiety. Although the device was reported to be unable to be retrieved, there have been no known recorded attempts to remove the filter. When it was discovered the filter was fractured, the patient had presented with abdominal pain and leg swelling. The patient was diagnosed with extensive lower extremity dvt, chronic occlusion of the common iliac veins and ivc caudal to the filter and multiple retroperitoneal collateral veins within the pelvis and lower abdomen. The patient underwent recanalization of the occluded right iliac vein, which reconstituted caval flow at the filter level, primarily from large lumbar collaterals. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease device is not indicated for retrieval. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and lower extremity vasculature do not represent a device malfunction. Abdominal pain and swelling of the legs do not represent device malfunctions. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, specifically the underlying coagulopathy, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was recurrent lower extremity dvt and factor v leiden coagulopathy. The filter was successfully deployed under fluoroscopic guidance in the infrarenal ivc. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture and filter and fractured struts being unable to be retrieved. Per the patient profile from (ppf), the patient reports the filter is embedded and fractured two years and two months post implantation. The patient also reports deep vein thrombosis (dvt), blood clots, clotting and occlusion of the inferior vena cava (ivc), vascular anomaly, abdominal pain, peripheral edema and anxiety. Although the device was reported to be unable to be retrieved, there have been no known recorded attempts to remove the filter. The patient presented with abdominal pain and leg swelling post implant, and it was discovered that the filter had fractured, and there was extensive lower extremity dvt, chronic occlusion of the common iliac veins and ivc caudal to the filter and multiple retroperitoneal collateral veins within the pelvis and lower abdomen. The patient underwent recanalization of the occluded right iliac vein and was advised against operation to remove the filter due to substantial scarring into the caval wall. Chronic thrombosis of infrarenal ivc, bilateral common iliac, and right external iliac veins with multiple collateral vessels. Venous duplex scan showed chronic dvt in the right common femoral, popliteal and gastrocnemius veins and chronic dvt in left distal femoral, popliteal, posterior tibial and peroneal veins. Open ligation of two right calf incompetent perforator veins and radiofrequency ablation of one right calf incompetent perforator vein. Ivc and bilateral iliac venogram, intravascular ultrasound, stent placement, and angioplasty. A CT of the abdomen and pelvis for complaints of back pain revealed stent placement within left common iliac vein extending to the ivc, prongs of the filter exert mass effect on the duodenum but do not extend to the duodenal lumen. Interventional radiology follow-up as a result of right leg pain and swelling. Ongoing moderate to severe post-thrombotic syndrome of right lower extremity. Venogram and angioplasty. Recanalization of right iliac and femoral veins. Approximately five years and nine months post implant, the patient underwent stent placement and angioplasty. It was noted during this procedure that there was chronic occlusion of the ivc filter, right iliac and common femoral veins, and the left common iliac vein. One month later, the results from a CT scan noted that the ivc filter exerted mass effect upon the duodenum. The patient continues to be severely limited by pain and swelling in his lower extremities. Approximately six years and seven months post filter implant, the patient returned for recanalization of the right iliac and femoral veins. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots, dvt, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction and may be related to the underlying coagulopathy. Anxiety, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture and filter and fractured struts being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required in extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the filter fractured two years and two months post implantation. The filter is also reported to be embedded. The patient also reports to have had subsequent deep vein thrombosis (dvt), blood clots, clotting and occlusion of the inferior vena cava (ivc) and to be suffering from anxiety. Although the device was reported to be unable to be retrieved, there have been no known recorded attempts to remove the filter. When it was discovered the filter was fractured, the patient had presented with abdominal pain and leg swelling. The patient was diagnosed with extensive lower extremity dvt, chronic occlusion of the common iliac veins and ivc caudal to the filter and multiple retroperitoneal collateral veins within the pelvis and lower abdomen. The patient underwent recanalization of the occluded right iliac vein, which reconstituted caval flow at the filter level, primarily from large lumbar collaterals. According to the medical records, the indication for the procedure was recurrent lower extremity dvt and coagulopathy. The filter was successfully deployed under fluoroscopic guidance in the infrarenal ivc. The patient tolerated the index procedure well with no reported complications. According to the discovery form, the patient received the ivc filter due to factor v leiden and deep vein thrombosis (dvt). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include: abdominal pain, peripheral edema, thrombosis, vascular anomaly, ivc thrombus; multiple fractures of the ivc filter identified; possible embedment in ivc wall; patient concerned for future fracture and embolization of filter fragments to the heart. Ivc filter totally occluded and recanalization of occluded right iliac vein resulting in reconstitution of caval flow at the level of the filter. The inferior vena cava caudal to the filter and common iliac veins chronically occluded; internal iliac veins enlarged and multiple retroperitoneal collateral veins within the pelvis and lower abdomen. The patient was advised against operation to remove the filter due to substantial scarring into the caval wall. Chronic thrombosis of infrarenal ivc, bilateral common iliac, and right external iliac veins with multiple collateral vessels. Venous duplex scan showed chronic dvt in the right common femoral, popliteal and gastrocnemius veins and chronic dvt in left distal femoral, popliteal, posterior tibial and peroneal veins. Open ligation of two right calf incompetent perforator veins and radiofrequency ablation of one right calf incompetent perforator vein. Ivc and bilateral iliac venogram, intravascular ultrasound, stent placement, and angioplasty. CT of the abdomen and pelvis with contrast performed after complaints of back pain. Visualization of stent placement within left common iliac vein extending to the ivc, with prongs of the filter exert mass effect on the duodenum but do not extend to the duodenal lumen. Interventional radiology follow-up as a result of right leg pain and swelling. Ongoing moderate to severe post-thrombotic syndrome of right lower extremity. Venogram and angioplasty. Recanalization of right iliac and femoral veins.approximately two years after the filter was implanted, the patient presented with abdominal pain and leg swelling; a scan discovered that at least one strut had fractured from the filter. The patient was also diagnosed with extensive lower extremity dvt, with chronic occlusion of the common iliac veins, and ivc caudal to the filter with multiple retroperitoneal collateral veins within the pelvis and lower abdomen. Additionally, the patient underwent recanalization of the occluded right iliac vein, which reconstituted caval flow at the filter level, primarily from large lumber collaterals, and was evaluated by a specialist who initially thought the filter, or at minimum the fractured strut, should be surgically removed; however, the patient was advised against because the filter was unlikely to embolize, as it was significantly scarred into the caval wall and there was a risk of disrupting the surrounding collateral veins. The patient continues to suffer from bilateral lower extremity swelling and pain. Approximately five years and nine months post implant, the patient underwent stent placement and angioplasty. It was noted during this procedure that there was chronic occlusion of the ivc filter, right iliac and common femoral veins, and the left common iliac vein. One month later, the results from a CT scan noted that the ivc filter exerted mass effect upon the duodenum. The patient continues to be severely limited by pain and swelling in his lower extremities. Approximately six years and seven months post filter implant, the patient returned for recanalization of the right iliac and femoral veins. The filter and fractured struts remain in place putting the patient at risk of future injury. The patient suffers from mental anguish and anxiety as a result of the ivc filter and is severely limited in the ability to participate in normal family activities due to constant leg pain and swelling. Also, the leg pain and swelling has kept the patient from being able to keep steady work for the past several years.

Manufacturer narrative:
As reported by the legal department, a patient underwent placement of a trapease vena cava filter on or about september 28, 2011. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture. Filter and fractured struts are unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required in extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture and retrieval difficulty could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and¿resident of the state of (B)(6). The plaintiff underwent placement of defendants'¿trapease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and¿caused injury and damages to the plaintiff, including, but not limited to, fracture, and¿filter and fractured struts are unable to be retrieved. As a direct and proximate result of these¿malfunctions, the plaintiff suffered life-threatening injuries and damages, and required in¿extensive medical care and treatment. As a further proximate result, the plaintiff has¿suffered and will continue to suffer significant medical expenses, and pain and suffering, and other¿damages.